Event description:
It was initially reported that smoke was coming form the device. The biomedical technician opened the device, but could not see any signs of burnt components. There was no pt use associated with the reported failure. Upon further evaluation by physio-control, it was observed that the device would not power on with ac or dc power and had suffered extensive internal damage.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer declined all repairs of the device. Further evaluation of the device will not be performed by physio-control and the cause of the reported failure cannot be determined.